Event description:
20 ml syringe, reports failure when passing 5 ml of solution, the plunger gets stuck.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Investigation summary: photo and video received. Photo displayed label packaging, no defects found. Video displayed syringe connected to various machines, no defects could be observed. Physical sample is necessary to further analyze. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
Customer provided to us the information below. Could you send photos/videos of the product? They are attached to the email.. Is there any damage to the plunger (crack, loose part, etc.)? There is no damage to the plunger. How was the procedure completed? It could not be completed because the plunger did not allow it. What medication was being administered? We do not know the medication that was being administered. Please confirm quantity affected: (physical parts are not available).

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 20-ml syringe the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: 20 ml syringe, reports failure when passing 5 ml of solution, the plunger gets stuck.